Manufacturer narrative:
The hvad is used for treatment not diagnosis. This female patient presented at emergency room with unconfirmed seizure-like activity, became unresponsive and in severe heart failure with sustained low flow on her vad. Patient was emergently placed on ECMO and remained on support until her neurological status could be obtained. Life support was discontinued and patient expired. An autopsy reportedly revealed a kink in the outflow graft. The device was returned to the manufacturer for evaluation. The reported event of "inadequate flow rate" was confirmed via review of the controller log files which indicates estimated flow rate below the normal operating range. Post-explant functional analysis confirmed that pump ((B)(4)) met all requirements. Moreover, DHR review, visual examination and dimensional verification did not identify manufacturing or design discrepancies that may have caused or contributed to the reported event. Independent pathological analysis indicates that a tissue submitted with the pump has histological features of moderately compact thrombus. Based on the information available, the exact root cause of the reported event cannot be determined; however, the investigation findings suggest that a kink observed in the outflow graft in conjunction with thrombus formation caused or contributed to the reported inadequate flow rate. Evidence collected through failure analysis investigation did not identify manufacturing, dimensional, or functional anomalies that may have compromised safety or performance of this device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use (IFU) addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00260 and 30070432319-2014-00665) submitted for devices related to the same event.

Event description:
It was reported from the united states on 31 may 2014 this (B)(6) female patient presented to the emergency room (ER) with unconfirmed seizure-like activity, became unresponsive and exhibited signs of severe heart failure with sustained low flows on the ventricular assist device (vad) of 1 lpm or less. Patient was placed on extracorporeal membrane oxygenation (ECMO) and supported until a determination of her neurological status could be obtained. Life support was discontinued on (B)(6) 2014 and patient expired. An autopsy revealed a kink in the outflow graft. The device was returned to the manufacturer for evaluation.